Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call, the insulin pump leaking form the insulin pump. Customer noticed the screen and the back of the device were sticky, and she smells insulin. Her blood glucose was 450 mg/dl. The top of the reservoir is wet and the sides are sticky. No cracks or splits are noted on the reservoir. The leak was noted at the top of the reservoir. Customer was advised the reservoir needed to be replaced and agreed to return the reservoir for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.